Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information of insulin leaking from the luer lock. Customer's blood glucose level was not impacted. Customer applied a new infusion line to the luer lock and was able to resume insulin delivery.